Event description:
The customer reported the device is not detecting the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the issue was verified. Multiple parts were found to be defective. Multiple parts were replaced, and the reported issue was resolved. The device passed testing and was returned to the customer. We are unable to determine a root cause because multiple parts were replaced.